Event description:
The customer contact reported that channel 1 of the device did not alarm when a distal occlusion was present. The device was returned to the biomedical engineering department with an unsigned note that stated, "replace battery." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, channel 1 of the device did not alarm when a distal occlusion was present. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility on (B)(4) 2011 by the hospira field service engineer. Initial testing found the device did not alarm when a distal occlusion was present. This was due to the device mechanism. The device mechanism is expected to be returned for further testing. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.